Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient stopped charging their device resulting in the implantable pulse generator becoming inoperable. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error related to failure to follow instructions.

Manufacturer narrative:
During the processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information received indicated the ipg was explanted and replaced, no complications were noted during the procedure. Postoperatively, the patient is reportedly receiving effective therapy.